Event description:
Study. The patient developed a hematoma and fluid collection in the pump pocket and in the lumbar site. Keflex 500mg caps 1 qid was started. Pump pocket hematoma/fluid collection lumbar resolved without sequelae 16 days later.